Event description:
It was reported, that the patient's gallant hf performed inappropriate shock, due to post-paced t wave oversensing, and post-sensed t wave oversensing. No interventions were performed. There were no patient consequences.